Manufacturer narrative:
Product analysis : analysis revealed that the cause of the component failure was unknown. Battery voltage of both: 1.46 volts. Unable to perform an incoming test; display shows error 0200, main board is defective. Unit cleaned and inspected. Main board replaced. Unit tested and calibrated on automated test system, and passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) does not work properly. No further information was provided. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.